Event description:
Guidant received information that this left ventricular transvenous lead had become dislodged. An invasive procedure was performed to replace the lead. Another left ventricular lead was attempted to be implanted, but was not used, due to diaphragmatic stimulation and difficulty in holding placement of the lead. Ultimately, the first left ventricular transvenous lead was successfully repositioned. When attempting to reconnect the left ventricular lead to this cardiac resynchronization therapy defibrillator (crt-d) device, the setscrew was found to be stripped. No clicking was heard with use of the wrench and, the setscrew would not loosen or tighten. This crt-d device was then explanted and another crt-d was successfully implanted. No adverse patient symptoms were reported.

Manufacturer narrative:
Upon receipt at guidant's reliability assurance laboratory, the device header was examined. Visual inspection noted that the df- setscrew was stuck in the up position. Technicians attempted to loosen the setscrew using a calibrated torque watch, which measures the amount of force required to loosen the screw. At 24 inch ounces, the setscrew still could not be loosened. Ultimately, the technicians were able to loosen the setscrew using a guidant model 6942 bi-directional torque wrench, and the side-rotational technique described in a recent product updated titled "loosening stuck setscrews". The stuck setscrew now moved freely. The device was then put through and passed a series of automated diagnostic testing that verifies the performance of defibrillation, pacing, sensing, high voltage shocking, micro switch and recording function of the device. The left ventricular lead was not returned for analysis. No additional information is available at this time. Should additional information become available, this event will be updated.